Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 500 mg/dl at the time of the incident and was treated with an insulin pump. The customer¿s other blood glucose were 469 mg/dl and 356 mg/dl. The customer had vomiting and headache. The customer heard the insulin pump beeping and seemed like it was not delivering insulin the customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer does not alleged that the insulin pump was under delivering. The customer reported that they do not have a back-up plan available. The drive support cap appeared normal or slightly indented. The customer was advised to change entire set, reservoir and insulin and treat per the healthcare professional¿s instructions. The insulin pump will not be returned for analysis.